Event description:
It was reported that the pt experienced chills, increased pain, nausea, vomiting and diarrhea. A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The pump did not restart after updates were done on the pump. The pt had not been around any magnetic fields. The eri (estimated replacement indicator) was 42 months. They had planned to replace the pump. The medications being delivered via the device system were bupivicaine and dilaudid.

Manufacturer narrative:
(B) (4).